Event description:
The device reportedly charged to 200 joules and, when the dischage buttons were pressed, the device allegedly did not deliver the energy. The joules display reportedly showed 0 joules. The device was charged to 300 joules with the same result. The device was then charged to 360 joules and, when the discharge buttons were pressed, the device allegedly did not discharge and the joules display was reported to show 300 joules. There were no adverse effects to the pt as a result of the reported event. No pt details were reported.